Event description:
The pt had an mr exam. He was scanned with the sense spine coil and it was touching his right thigh with his right hand palm. After the examination, a second degree burn was found with a blister size of approximately 3 cm.

Manufacturer narrative:
Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.